Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The reporter states the provider mentioned in passing that an end user was cut by a sharp part on the bed rail on the finger. The provider didn't have a serial number to reference nor did he have additional information regarding the consumer. Update from (B)(6) 2015: dealer is not aware of a serial number or bed model, he just mentioned that they cut their finger on the rail but had no other information. Minor cut, no medical intervention, no end user information provided due to hipaa. No further information provided.